Event description:
Laparoscopic cholecystectomy - "dr. (B)(6) claims applier was jumpy when loading clips. Upon loading clips to clip common artery, the clip came out partially closed. Second attempt to load clip, it jumped and knocked out cholangiocath. Third attempt the clip scissored." Patient status: fine.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.